Event description:
It was reported that the home patient's (hp) transfer set had become loose and had disconnected from the exit site. The nurse stated that this happened while the hp was seated at the kitchen table. The hp subsequently went to the hospital, where the hp was drained of their extraneal fluid and was refilled with antibiotics. It was reported that the transfer set had been used for several months (exact time unknown). Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.